Event description:
A malfunction was reported on the customer's pump, identified by malfunction code malf 0. There was no adverse impact on the customer¿s blood glucose level. The customer will use mdi as backup insulin therapy.